Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a rubber piece/fragment was observed in the patient's abdomen and subsequently retrieved. The customer replaced a cannula seal and continued with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the rubber piece originated from a cannula seal. Instruments had been in use for about one hour prior to the issue and no functional problems were observed. There were no instrument collisions. The fragment did not fall as a result of a collision, and instruments were removed with wrists straightened before breakage. No post-operative tests like x-ray or ultrasound were performed because the missing piece matched the retrieved fragment, and no injury or post-surgical complications occurred.

Manufacturer narrative:
The cannula seal accessory has not been received for failure analysis evaluation.